Event description:
It was reported that the device was explanted due to an inability to change the device. The patient attempted several times to charge the device but it would not charge. The device was replaced. The patient recovered without sequela.

Manufacturer narrative:
The device was returned to the manufacturer for analysis, which was not complete as of the date of this report.